Manufacturer narrative:
Submit date: 06/30/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a charging cable. The customer states that the power cable emited smoke during use on a patient. It was broken when it was inspected. No patient harm.

Manufacturer narrative:
This customer complaint was confirmed. The wire shows signs of an electrical event as burn marks are present on the wires. It is evident that there was an electrical event that severed the brown wire. The wires were placed under a microscope and it was noticed that the insulation has a slice through to the copper conductors in the middle of the burn mark. The insulation was damaged when the black outer casing of the cable was removed. It is very likely that the brown wire had a similar cut in the insulation to cause a direct short circuit between 120 vac and ground wires. The failure is confirmed to be associated with customer misuse. MFR report #3008361498-2016-00027. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the power cable emitted smoke during use on a patient. It was broken when it was inspected. No patient harm.